Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and frozen display. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer stated that the insulin pump battery was removed for longer than 10 minutes. The customer states when the battery was inserted the pump is only showing the medtronic logo. The customer was assisted with trouble shooting and monitored the pump for 2 hours but frozen screen returned. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.